Event description:
It was reported that before lead implant, the helix mechanism was tested, but it was jammed inside. The lead was not used and was re placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed) and the lead appeared to have been damaged at implant. The helix appears slightly bent, but still operates within specification. (B)(4).